Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, 1st inratio inr: 1.4. Date: (B)(6) 2011, 4.6, 2nd inratio inr: 4.3. Coumadin level was increased slightly. Three hours later, the doctor's office sent the pt to the hospital to have a lab test stat because the pt reported not feeling well. Pt's therapeutic range is: (2.0-3.0).